Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was advanced for dilation. During the procedure, on the first inflation at 6 atmospheres for 6 seconds, the balloon ruptured. The device was removed with the rupture noted to be in the balloon material, and the procedure was completed with another of same device. No complications were reported, and the patient was in good condition.